Event description:
It was reported that the ilet pump displayed an ¿unable to proceed¿ alert during a supply change in training, persisted after removing supplies and performing a dry run, and recurred when the cartridge reached 140 units, consistent with an alarm related to setup and a consecutive stalled motor during insulin delivery. Symptoms included no reported adverse clinical effects. Outcomes included user interruption and replacement of the device. Investigation included customer care troubleshooting and education, review of notifications, and instruction on device shutdown and data sync procedures. Investigation of this case revealed a malfunction alarm associated with a stalled motor and setup process, with the affected component consistent with the pump mechanism and related consumable interface. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction with undetermined specific component root cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.